Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the medial segment of the lead was returned, analyzed andthe outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Only a 1.5 cm medial segment of the lead was returned. The lead was returned with explant damage. The lead was returned with outer insulation extrinsic damage melt. Although signs of melt were observed on the conductors, a conductor fracture (break) was not observed within the 1.5 medial segment returned. (B)(4)

Event description:
It was reported that during the changeout of the device, the left ventricular (lv) lead in the pacemaker pocket was "completely exfoliated by mistake". The lead was capped and a piece of the lv lead with the fracture was taken out for analysis. The lead was replaced. No patient complications have been reported as a result of this event.